Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that after increasing stimulation previously, it was ¿not any better.¿ the patient was able to do much of their exercise and programming. It was noted the patient had an appointment on (B)(6) 2016 in relation to this event. The patient later indicated that they were feeling ¿bad¿ again and they did not know what steps were planned to resolve the loss of therapy. They were wetting their (B)(6) and were also having pains in the vaginal area. The pain had been around since mid-may. The patient was woken up with sharp pain and took tylenol every six hours, but that did not help. As of (B)(6) 2016, the patient discovered their programmer needed new batteries. The patient was reportedly told this was part of their problem. It was indicated that stimulation was at 8, but the patient was directed to turn stimulation down to 6. The patient was to get batteries for the programmer so they could decrease stimulation. They were hopeful this would help as they could not keep tolerating the sharp pains. An appointment on (B)(6) 2016 was noted.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a return of urinary incontinence symptoms. She did not get the sensation to urinate and soaked her depends when she got up from the bed. Stimulation was not felt but therapy was on. The situation was not resolved. After increasing stimulation from 0.4v and 0.5v, stimulation was felt in the correct area. The issues started 2 days prior on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.